Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 28, 2019 that a lighttrail single use laser fiber was used during a lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber was noted to be hot and was not giving enough laser energy. The procedure was completed with a different type of laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.